Event description:
It was reported by service report that the side could not be locked in the up position and the ground prong was bent and loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.